Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer had not tested blood glucose level. The customer was able to load a new cartridge successfully.